Manufacturer narrative:
E1) establishment name: (B)(6) medical center (noting due to character limit). The device was returned to olympus for evaluation of the reported issue. It was found that the zoom did not work smoothly due to damage on the charged coupled device. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the bending angle in the up direction and the play of the upward/downward knob were not within the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped with a white clouded area; the water removal ability did not meet the standard value due to clogging of the nozzle; the adhesives around the objective lens and the light guide lens had white clouded areas; the light guide lens was cracked; the plastic distal end cover had a dent; the universal cord was wrinkled; the pain on the suction cylinder and the air/water cylinder were peeled; there were scratches on the objective lens, the connecting tube, the suction connector, the universal cord, and the grip. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. It is unknown if there was any delay in the start of the precleaning, but there were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with detergent solution flushed the air/water nozzle with water and air. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that colonovideoscope had a malfunctioning zoom. There was no report of patient harm. The device was returned, evaluated, and foreign matter was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation edition chapter 3 preparation and inspection. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.